Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as reported, device manipulation into the patient¿s small ventricle likely contributed to the ventricle perforation by the guidewire or delivery system tip. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), after deployment of a 23 mm sapien 3 valve in the aortic position, the patient suffering severe hypotension (sp 40). Inotropes were administered, CPR was performed, and tee showed a large pericardial tamponade. Pericardial drainage was performed and the patient¿s pressure was restored. However, the patient¿s pressure dropped again and a sternotomy was performed. Direct vision of the heart showed an apical rupture, which was repaired. The patient was doing well, though still intubated and under observation. Five days later, the patient expired due to multiple organ failure related to rapid atrial fibrillation and hypertension. The patient had a very hypertrophic left ventricle with a very small residual chamber and a very stenotic, bicuspid (severe type 1 with l-r raphe) aortic native valve. The ventricular perforation was thought to have been caused by the guidewire and delivery system tip in the small ventricle.